Event description:
A malfunction alarm was reported with no notable events occurring prior and no adverse impact to the customer's blood glucose level was observed. Technical support assisted the customer by providing pump reset information, and the customer successfully reset the pump without recurrence of the malfunction. The customer was advised to continue using the pump and to contact technical support if the malfunction occurred again.